Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that during preparation of a clip delivery system (cds), the lock lever cap was difficult to unscrew; therefore, the cap was screwed off with forceps. However, the cds was leaking as the threads were stripped. The cds was not used in the patient, and the procedure was successfully completed with a new cds. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Based on the information reviewed and the return device analysis, the returned device analysis did not confirm the reported product quality problem as the lock lever threads did not appear stripped; however, the reported leak was confirmed as fluid was noted to be leaking from the lock lever cap area. Moreover, the lock lever shaft was observed to be twisted and the reported issue of physical resistance was also confirmed as it was difficult to unscrew the lock lever cap. A definitive cause for the reported leak and product quality problem could not be determined in this complaint and could be related to user technique/procedural circumstance; however, this cannot be confirmed. The observed twisted lock lever shaft appears to be due to procedural circumstances ad forceps was used during the procedure to unscrew the lock lever. A review of the lot history record identified no exceptions issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation determined the noted difficulty unscrewing the lock lever cap appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.